Event description:
Due to a dispensing error / omission pt received the incorrect quantity of pen needles for administration, and may have lead to a 10 day gap in therapy. Prescriber intended pt to receive a total of 100 days worth of medication and needles for administration a total of 100 days of medication was sent and an insufficient amount of needles were sent. Error was corrected and remaining amount will be dispensed to pt.